Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2016 with the following findings: one call service 064 motor error was observed in the black box on (B)(6) 2016 at 09:47. The pump powered on with the returned battery cap. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A call service 064 error was not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were call service 064 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.